Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited high out-of-range pacing impedance. The ra lead was capped and replaced on 2 july 2026. The patient was in stable condition.